Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(6) 2015 and the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.